Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on "(B)(6) 2018", patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint loss of connection was confirmed via data. The root cause could not be determined via data.